Event description:
Pt was hospitalized and receiving antibiotic therapy. Cellulitis occurred less than 24 hours after inserting the insyte autoguard product in the hand. Abscess formed at insertion site. Abscess drained and hand debrided. Pt admitted to skilled nursing center. The reporter did not know what medications were infused through the line. Site prepped with alcohol and 3 cc syringes used for saline flushes.